Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported the patient weight at the time of the event. No further complications were reported/anticipated.

Event description:
Information received from a healthcare provider for clinical study reported that there was an infection at the device site. It was reported that the issue resolved without sequelae on (B)(6) 2016. Medical or non-surgical therapy intervention that occurred was that the patient was put on antibiotics on (B)(6) 2016. Later, it was reported that the entire system was explanted and not replaced. The event resulted in unscheduled clinic or office visits. Examination on their back showed 2 small open areas that were noted of previously healed insertion site. The device was not seen through visible openings and there was serious drainage from open areas of incision. There was an indication that the cause was possibly related to the device or therapy and was not related to the implant procedure. The patient reported that they bumped their device the handle of a shopping cart. They had a bruise but had clear drainage from the incision. No further patient complications have been reported as a result of this event.